Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that the pump indicated a data log corruption and that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. The customer's blood glucose was 124 mg/dl. The customer continued to use the pump for insulin therapy.